Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 (short term, cap, or long term) clinical trial, ide# g140113. FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). The patient¿s implanting center is piedmont hospital in (B)(6). For the event the patient reported to (B)(6) center. (B)(6) center reported the event to the manufacturer and reported that the patient was now residing in (B)(6). Approximate age of device ¿ 6 months. Investigation findings: a direct correlation between heartmate 3 lvas and the reported gi bleed could not be conclusively established through this evaluation. Heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 lvas. This document also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was admitted on (B)(6) 2018 for lower gastrointestinal (gi) bleed. The patient had a history of diverticulitis and was not taking aspirin likely due to prior gi bleed with lvad support. Inr was 3.4. Esophagogastroduodenoscopy (egd) was negative. On (B)(6) 2018 it was reported that the gi consult was still ongoing and the patient was still requiring unspecified blood product replacement. The patient was to continue to be monitored.